Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced intermittent red heart alarms and other unspecified intermittent alarms. In addition, the pump vent filters were analyzed and revealed fluid ingress and evidence of bearing wear, indicating the pump was approaching end of life. A decision was made to replace the lvad with another lvad.

Manufacturer narrative:
The patient remains ongoing with the lvad. The explanted device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.